Manufacturer narrative:
Product analysis: the radio frequency (rf) programmer head cable was found to be out of electrical specification. This condition prevented programmers from powering on, when already connected, and would cause powered programmers to shut off, when connection was made. The cable was replaced, and the head passed final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The radio frequency (rf) programmer head was returned as an associated product, and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.